Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sept2019. The manufacturer¿s international service technician was dispatched to customer site but could not duplicate the reported symptom. In the error log the technician was unable to confirm the "proximal pressure line disconnect" error. The manufacturer¿s international service technician then performed a periodic maintenance and found an occurrence of "check vent error 1102" in the error log. The manufacturer¿s international service technician replaced the speaker to address the reported alarm issue. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the proximal pressure line disconnect alarm occurred frequently. The customer reported that the device was in clinical use when the reported issue was discovered, however, there was no patient harm.